Event description:
It was reported that: a user noted that the ventilator changed peep delivery from 10 to 0 cmh2o, with no user input. The pt was later transferred to another ventilator. No pt injury reported.